Event description:
It was reported that the patient¿s last refill was (B)(6) 2014 and an alarm was heard, it was unknown which alarm. The alarm continued until (B)(6) 2014 and stopped. The patient was comatose and non-communicative. They started to get agitated on (B)(6) 2014 after the alarm stopped. The patient was given oral baclofen and then some more oral baclofen 12 hours later since then he had been okay. It was noted the patient would get agitated and stiffen up more at certain times of the day. The reporter placed a stethoscope over the pump and did not hear anything. The patient was still on oral baclofen and had been since (B)(6) 2014. The reporter would discuss with the health care providers (hcp). The pump was being used to deliver baclofen. It was further reported that the reporter accessed the pump and pulled back 9ml and was expecting 7ml based on the programmed rate of 1000mcg/ml at 160.6mcg/day. It was noted that based on this number, the pump was running for 56 days which meant it may have stopped (B)(6) 2014. Several troubleshooting options were discussed. The reporter believed that it was very likely that the pump was alarming before (B)(6) 2014, but no one heard it. The patient¿s family was not sure they wanted the pump replaced because they were not sure how much it had helped the patient. The reporter stated that after the call on (B)(6) 2014 that the pump was dead until they accessed it on (B)(6) 2014. The reporter was not the one who refilled the pump on (B)(6) 2014 and could not say how much went in the pump exactly; only that it came in a 20ml syringe. It was later reported that an alarm was heard and confirmed with telemetry that a low battery alarm was occurring. The reporter was assisting with a roller study on the pump. It was again reported that the patient was last seen on (B)(6) 2014 and the low battery alarm had occurred. The reporter was able to interrogate the pump on (B)(6) 2014 and no low battery alarm was occurring. When the pump status was checked on (B)(6) 2014, there was only a 1ml volume difference from the expected residual volume (erv) to the actual residual volume (arv). The reporter was not sure if the patient was having any therapy issues, as the hcp that was seeing the patient was new to the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j10999r10, implanted: (B)(6) 2002, product type: catheter.